Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results - results pending completion of evaluation. Conclusions - conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the scope was blurry. They proceed without the scope and converted to open vein harvest. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 12, 2018. (B)(4). A visual observation of the internal components using a monocular was conducted to check the performance of the endoscope. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. The most likely root cause for this failure is, the product was either dropped or inadvertently struck by an object or excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.